Event description:
It was reported that the lead exhibited greater than 2000 ohms impedance in unipolar and bipolar configurations. It was noted that bipolar lead impedance in 2008 was approximately 400 to 500 ohms. The patient was not pacemaker dependent, and would be monitored closely.

Manufacturer narrative:
No medwatch form was received.